Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized due to high blood glucose levels after being involved in a car accident. The caller stated that the patient doesn't know where the insulin pump is, and would like to know if it can be replaced. Advised the caller of the replacement policy for lost insulin pumps. Nothing further was reported.